Event description:
During service by baxter, the colleague infusion pump was found to contain a 810:03 failure code during preliminary accuracy testing during product evaluation, which interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm has not been replaced at this time. Additional: a service history review revealed that this device has not been previously serviced prior to this event. A device history review has been performed and there were no exceptions during the manufacturing of this product.

Manufacturer narrative:
(B)(4). The device evaluation is currently in progress. A follow-up report will be submitted when evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced by baxter prior to this event. A device history review has been performed and there were no exceptions noted during the manufacture of the product. Baxter has conducted a trend review and found that similar reports hae been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).